Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had lost stimulation. Reprogramming was attempted but only provided stimulation in an unintended area. An impedance check revealed no anomalies. X-rays were taken and the doctor believes the patient's lead may have migrated per the results. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced with a competitor's device.